Event description:
It was reported that during a bph surgical procedure at 112,068 joules the aiming beam was noted to be emitted from proximal end of fiber (fiber tip). The fiber was exchanged and the second fiber was used to complete the procedure at 55,882 joules. The tip of the fiber was cleaned during the procedure. No patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-731b-(B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits signs of melting, minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.